Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found that the catheter had a kink present at the 10 cm depth marker. Microscopic inspection of the kinked area found buckling of the catheter material surrounding the kink. This feature may be indicative of cyclic kinking of the catheter. No other features were observed which could aid in identification of a specific root cause. The unit was functionally tested by flushing and aspirating the catheter with water using a 10ml luer lok syringe. During testing, no leaks were observed and the device aspirated without issue. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that unable to flush and asp, migrated 2cm placed on (B)(6) 2025 rejw1676 kinked at 11cm. The migrated was identified during routine maintenance and care (28/(/25) and booked for exchange, when PICC was removed a visible kink was seen at 11cm, external to patient. Catheter secured with standard statlock and opsite dressing. A new catheter was put in on (B)(6) 2025. No treatment was delayed. No injury to patient noted.